Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 13, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint lens was received cut in half. The lens was cleaned and, a secondary cut on one half the lens could be identified near the optic/haptic junction. No further issues could be observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. The cartridge could be observed to have an adequate amount of viscoelastic residue. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: first/given name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was observed to be broken when it was inserted into the patient's eye. The iol was removed in the same procedure and a new lens was implanted. There was no delay in treatment or other interventions performed. No further information was provided.